Event description:
It was reported that the user received an ¿incompatible sensor¿ alert when attempting to use a freestyle libre 3 sensor with an ilet system configured for freestyle libre 3+, and verification of the box label confirmed the pharmacy dispensed libre 3 instead of libre 3+. No adverse clinical symptoms were reported. Outcomes included no alerts or alarms beyond the incompatibility notification and no need for medical care. User support included education on system operation, including guidance to use bg run mode while awaiting replacement sensors. Investigation of this case revealed incorrect sensor type selection and use due to supply error, with the ilet detecting an incompatible sensor as designed; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error precipitated by receipt of the wrong sensor from the pharmacy.